Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device experienced a therapy delivery test failure during operational testing. The customer requested assistance from a philips remote service engineer (rse). Upon troubleshooting of the device, testing was successfully completed with no noted issues that could have caused or contributed to the original allegation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during troubleshooting, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.